Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure,lens was explanted at secondary procedure due to refraction issue. The clinical reason was reported to be "reverse axis of cylinder". The iol was replaced with unspecified lens approximately one month after initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).